Manufacturer narrative:
No end user information provided. The product was evaluated and repaired by an independent repair center. Should additional information become available, a supplemental record will be filed.

Event description:
Per the independent repair center, the reason for repair is the unit shuts down, the power button doesn't work, and the unit alarm is not functional. The key failure is sieve beds are leaking. Additional malfunction is power switch, no alarm. The non-alarming issue is a reportable event which is the basis of this FDA filing.